Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department on (B)(6) 2016 with complaints of fatigue, worsening tremors, and shortness of breath. The patient'' lactate dehydrogenase (ldh) was 1974 u/l, increased from a prior value of 319 u/l. The patient's serum glutamic-oxaloacetic transaminase (sgot), alkaline phosphatase and total bilirubin levels were also elevated. The patient was hypertensive with a mean arterial pressure (map) of 120 mmhg. Interrogation of the lvad revealed multiple low flow alarms with no other atypical events and the device sounded normal upon auscultation. The driveline exit site was normal. An echocardiogram did not reveal any evidence of thrombus and the ventricular dimensions changed appropriately with pump speed increases and decreases. The patient had a history of previously unreported gastrointestinal bleeding events and had experienced extremely labile inr values while on coumadin. The inr goal was decreased and the patient was being treated with thalidomide. Additionally, the patient had a prior history of two cerebrovascular accident events. The patient was off coumadin at the time of admission. Upon admission, a heparin infusion was initiated and coumadin therapy was resumed. During the night of (B)(6) 2016, the patient was found unresponsive with right sided hemiparesis and right sided facial droop. A CT scan revealed an occlusion in the middle cerebral artery with large, developing infarctions in the left middle cerebral artery territory, including the left basal ganglia, left insular cortex, posterior-superior left temporal lobe, and lateral left frontal lobe. Left internal carotid artery and middle cerebral artery angiograms with mechanical thrombectomies were performed. On (B)(6) 2016, the patient showed no improvements in symptoms and continued to clinically deteriorate requiring intubation. A repeat head CT showed worsening edema and a midline shift. A neuro-surgery service evaluation determined that no intervention would be helpful. The patient's family elected to withdraw support on (B)(6) 2016 and the patient expired. The pump was not explanted. It was reported that the pump was operating as expected.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke, bleeding, peripheral thromboembolic event, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.